Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator's ac (alternating current) led does not light up. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips call center personnel, authorized service provider (asp), and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the devices power light-emitting-diodes (led) do not light up. Available details indicate that onsite evaluation of the device confirmed the customer's reported issue. However, multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The final disposition of the device remains unknown as there was no response to confirm the requested details. Based on the information available, the cause of the reported issue could not be established. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.